Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08690 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed high pressure test. The customer blood glucose level was 360 mg/dl at the time of incident and the current blood glucose level was 207 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer reports they had contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. Customer reports bolus wizard was programmed accurately. Customer states they were not worn during a medical procedure or test around magnetic resonance field. Customer states they performed displacement test and insulin pump passed displacement test. Customer had a tubing clamp available. Customer states they performed high pressure test and insulin pump passed high pressure test. Customer states they repeated high pressure test and insulin pump failed high pressure test. The device will be returned for analysis.